Manufacturer narrative:
An olympus endoscopy support specialist (ess) was dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. Based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device was not using the a/w (air/water) channel cleaning adapter during pre-cleaning. The issue was identified during reprocessing. There were no reports of patient involvement.